Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contact width was below specifications. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the battery cap was spinning in place when screwing cap into battery compartment. The returned pump was tested with test battery cap and found to have stripped battery compartment threads. Visual inspection of battery cap revealed stripped threads, when battery cap was installed. The yellow o-ring was visible and not seated properly. The battery cap contact height is above specifications and the battery cap contact width is below specifications.